Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while pacing the patient, the external pulse generator (epg) "stopped working." The caller stated that the outcome did not result in any problems. The epg was removed from service. No patient complications have been reported as a result of this event.